Event description:
The customer reported to olympus that during the unknown procedure, the single use distal cover fell off of the evis exera iii duodenovideoscope into the patient and was retrieved using colonoscopy. No patient harm was reported. Additional procedural details were requested but not provided. Related patient identifiers: (B)(6) evis exera iii duodenovideoscope (model: tjf-q190v sn: unknown) - this report. (B)(6) single use distal cover (model: maj-2315 lot: h2x21).